Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer successfully cleared the air bubbles and resumed insulin deliveries. There was no reported impact to the customer's blood glucose level.